Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended; however, this could not be confirmed as customer did not have the pump available for a system check with tandem technical support. Additionally, customer did not upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.